Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge was "bent" and did not fit onto the pump. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer was able to load a new cartridge onto the pump and resume insulin delivery.